Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing and gear pinion.

Event description:
Information was received from the representative who reported that it was believe the patient experienced symptoms as a result of the stall as the patient was admitted for system opioid administration. No specific symptoms were reported. The representative did not believe that the pump had recovered prior to the explant. The pump seemed to still be stalled at the time of the replacement. The representative could not remember if there were any other messages upon interrogation. When the event was reported to the representative the clinic could only see the one current stall. The representative had not checked. The cause of the motor stalls was not determined as the patient had told the pain clinic that he had not been exposed to an MRI or emi.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a health care professional via a representative regarding a patient in (B)(6) who was receiving hydromorphone 10 mg/ml at 3.8 mg/day. The lot number, concomitant medications, and medical history were not obtainable. It was reported that on approximately (B)(6) 2016 during normal use the patient heard the critical alarm. An interrogation by the pain clinic staff revealed the alarm sounding was due to a motor stall. Diagnostic testing/troubleshooting included interrogation and pump log information downloaded by the clinic staff. The patient was admitted to the hospital for systemic administration of opioids and scheduled for a pump replacement on (B)(6) 2016. At the time of the report the issue was not resolved and the patient's status was reported as alive-no injury. On (B)(6) 2016, the representative reported that the pump was explanted on (B)(6) 2016. The new pump was restarted with 10 mg/ml hydromorphone at 1 mg/day. This was done in case the patient had lost some opioid tolerance over the past two weeks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.